Event description:
Litigation papers allege the patient has suffered from excessive levels of chromium and cobalt. **update** (B)(4) 2013- medical device declaration was received stating dor. There was no new information that would change the outcome of the investigation. **update** - (B)(4) 2011 - asr supplemental information received; there is no new additional information that would affect the investigation. **update** - medical records received (B)(4) 2013. Revision operative report indicates the following: cloudy, brown-stained fluid; brown fibrinous debris within the synovium as well as in the hollowed out back surface of the asr femoral head. Corrosion in the morse taper which was mild and did not deform or structurally compromise the taper; small osteolytic lesion. Adapter sleeve and femoral stem added to complaint.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.